Event description:
Caller reported an issue with the pump time being incorrect, with a discrepancy of more than 5 minutes. Blood glucose levels did not go above 500 mg/dl or below 54 mg/dl, indicating there was no adverse impact to the caller¿s blood glucose level. Customer technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy recurs.